Event description:
It was reported to philips that system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log file, there is a malfunction on flex vision-pc that host-pc failed to connect. Upon troubleshooting, fse found the defective flex vision pc as frame grabber card errors were found. The frame grabber captures the video from the system. To resolve the issue, fse replaced flex vision pc and return the part for further analysis, it found wrong software or firmware. After replaced a defective flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.